Event description:
It was reported that difficulty was encountered in seating the liner into the shell during surgery. A second liner would not seat as well. The surgeon elected to replace the shell and liner during the same procedure with device of the same type. The surgery time was extended by 1.5 hours.